Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately one-month post implant procedure, the left ventricular (lv) lead had dislodged into the main body of the coronary sinus. It was noted that the lv lead threshold measurements were high, and an x-ray confirmed the lead dislodgement. The lead was explanted and replaced. No patient complications have been reported as a result of this event.